Event description:
Patient was an infant with a subclavian central line that appeared to be leaking at the site. Although there was good blood return, patient had progressive swelling in surrounding area. Line was pulled. Unsure if catheter was leaking. Patient sustained only minor swelling at IV site. No tissue damage.